Manufacturer narrative:
Physio control evaluated the customer's device and was unable to duplicate the reported issue. However the reported issue of the device display being frozen was verified through the files shared by the customer. The root cause of the reported issue could not be determined. After performing unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio control to report that their device locked up after a shock was delivered. In this state, the device may not provide defibrillation therapy, if it were needed. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. Patient fields in which information was not provided were intentionally left blank. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio control to report that their device locked up after a shock was delivered. In this state, the device may not provide defibrillation therapy, if it were needed. There were no reports of adverse effects to the patient as a result of the reported issue.